Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported during an in-house training by the ICU educator, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure while on a trainer when the start button was pressed. The educator tried multiple times but the intra-aortic balloon (iab) would not fill. A second cardiosave was tried with the same result. The iab trainer was reported to be older and used often but the educator could not rule out the iabp. The biomed technical was also on the call and requested service from getinge. It was advised the educator try another iab trainer to rule out the iabp but no other iab was available.

Event description:
It was reported that during an in-house training, when the ICU educator was conducting the training with a trainer and with a training intra-aortic balloon (iab) she received the "autofill failure" message upon pressing start on the cardiosave intra-aortic balloon pump (iabp). The educator tried multiple times but could not get the balloon to fill. She tried a second cardiosave iabp with the same result. The training balloon is reported to be older and has been used often but the educator could not rule out the iabp. The biomed technician was also on the call and has placed a call to the local getinge service person for a work order. The educator was advised that trying another training iab could rule out a iabp problem but the educator had no other iab available for this. There was no patient involvement, and no adverse event reported. This report is for the first iabp. The second iabp was reported under mfg report number 2249723-2020-00874.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. However, a getinge field service engineer (fse) was dispatched to performed a schedule preventive maintenance (pm), and the fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.